Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittent sound as a result of thick skin flap. In (B)(6) 2015 (exact date not reported) the patient underwent skin flap revision surgery. The implanted device remains.